Event description:
Reporter noted sixteen cases of toxic anterior segment syndrome (tass). Feels events were due to millipore filters. This report is for one of the 16 cases and is being filed as manufacturer report number 1644019-2006-00035. The other manufacturer report numbers are: 1644019-2006-00021, 1644019-2006-00022, 1644019-2006-00023, 1644019-2006-00024, 1644019-2006-00025, 1644019-2006-00026, 1644019-2006-00027, 1644019-2006-00028, 1644019-2006-00029, 1644019-2006-00030, 1644019-2006-00031, 1644019-2006-00032, 1644019-2006-00033, 1644019-2006-00034, 1644019-2006-00036, additional information received, all patients are doing well and this problem has resolved.

Manufacturer narrative:
Product was not available for evaluation. Questionaires have not been returned to date.